Event description:
It was reported that the patient presented to the hospital for unrelated reasons and with complaints of pocket stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. Upon review of telemetry strip, change in pacing therapy was noted on the device, the patient was outfitted with an external pacing patch. It was also noted that multiple attempts to perform device download failed, error message on display was observed. The device was explanted and replaced successfully. The patient¿s condition post procedure was stable.